Event description:
The customer reported that there was loss of video during live fluoro and the technique went to maximum. Also, the cover on the x-ray lamp was missing from the top of the workstation.

Manufacturer narrative:
The ge service rep kinked area in the high voltage cable assembly and replaced the high voltage cable assy. And tested. System performs as intended. He also replaced the x-ray on lamp on top of workstation and tested the system. The system peforms as intended.